Event description:
It was reported that approximately 53 months post implantation of two xience v stents in the distal left circumflex artery, the patient experienced midsternal chest pain which was relieved with nitroglycerin. Per angiogram on (B)(6) 2012, one stent was found to have in-stent restenosis. A drug eluting stent (des) was implanted to treat the restenosis. On (B)(6) 2012, the event resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.